Manufacturer narrative:
(B)(4) the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During procedure, externalization of the right ventricular lead was confirmed by fluoroscopy. Electrical measures were stable and no changes were observed. Lead replacement is anticipated and the patient is in stable condition.